Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Device discarded by customer.

Event description:
The user facility reported that the tourniquet is deflating during the case and there is an issue with the smartpump. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required.

Manufacturer narrative:
Cuff not available from facility for evaluation.

Event description:
The user facility reported that the tourniquet is deflating during the case and there is an issue with the smartpump. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required.